Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator was turned off one year after implantation as good symptom control was not received. It was reported on (B)(6) 2011, that it was not possible to communicate with the device using the clinician programmer. It was later reported that the cause of the event was a depleted battery. It was also noted that the lead was placed in the wrong location. The lead was placed in the s2 foramen. The neurostimulator and lead were removed and replaced. The pt did not require hospitalization and there was no injury to the pt. The event was noted to be "non-serious."